Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels up into the 400s mg/dl with extreme thirst and tiredness. The patient stated that the emitted multiple occlusion alarms since (B)(6) 2013. The patient stated that when the site and set were changed the cannula was straight with no signs of blood in the cannula. The patient attempted to prime the pump and confirmed no alarms. The patient manually primed the cartridge and tubing and did not reveal any blockages with cartridge or tubing. The patient's cartridge filling technique was reviewed and found that the patient was not properly cycling the cartridge prior to filling and was not correctly pressurizing the insulin vial when filling the cartridge. Animas contacted the patient to follow up on the event on (B)(6) 2013. The patient reported changing out the cartridge and tubing as instructed and there were no further issues with occlusions. This report is made based on the allegation that the patient experienced hyperglycemia related to occlusion alarms and the cartridge filling technique could not be ruled out as a possible contributor to the event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge was not returned to animas. A reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects were noted. A fill, force and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.